Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum produced by the instrument was not correct during multiple cataract procedures. The setting was 14/6. Three patient's experienced a capsule rupture. Additional information has been requested.

Manufacturer narrative:
The customer reports ¿pc tear was attributed to vacuum issues (per the surgeon)¿ there was no service needed. The company representative did some optimization on settings. The settings were changed. The customer is satisfied with the new settings. Additional related information was requested but was not provided to date. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The customer reported that a third party ¿did some optimization on their settings¿ which they were satisfied with, therefore did not need service. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).